Event description:
This is the fifth surgery using these snakes and c-clamps. The wing nuts would not tighten completely and were still somewhat loose during surgery. The surgeons dealt with the looseness with retractors. A second set was not required for this surgical procedure. A second set was available at the user site but not sterilized. No adverse effects on the pt were reported.